Manufacturer narrative:
We followed up with doctor for update on patient. He states that the patient is now being treated with traditional braces. The series of aligners were returned for evaluation. The first stage of aligners were altered by the office to be scalloped. All other aligners in the series are still in the sealed bags from the lab. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a patient experienced an allergic reaction to an mtm clear aligner. The doctor reported that the inside of the patient's lips, buccal mucosa and gingival tissues became inflamed and ulcerated after one day of use. The patient discontinued use and as of the date of this report, still has no improvement in symptoms.